Event description:
During a conversation with the office manager, it was revealed that the pt's current visual acuity is 60/60 and the pt recently experienced a retinal detachment. The association between the reported retinal detachment and the intraocular lens is not known.

Event description:
A surgeon reported that a pt developed endophthalmitis following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Add'l info has been requested.

Event description:
Additional information has been provided by the implanting surgeon. The pt developed endophthalmitis 4-5 days after implantation. A vitrectomy was performed and cultures grew out streptococcus pneumoniae. The pt is on an intensive antibiotic regime (oral and topical) and continues to improve.